Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 18 years 25 days post implant, a 23 mm bioprosthetic aortic valve implanted in the pulmonary position was replaced valve-in-valve with a transcatheter pulmonary valve. The reason for replacement was reported as pulmonary stenosis and moderate-severe pulmonary insufficiency. No additional adverse patient effects were reported.